Manufacturer narrative:
The device passed the self-test. The device's default settings are set to rate instead of keep vein open (kvo). When the device post infusion rate is set to rate the device will continue delivering the programmed rate even after the volume to be infused (vbti) is reached. The device passed volume accuracy, delivering 20.36 ml of fluid. A probable cause is not found. Additional information: d9 - date returned to mfg 1/27/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum 360 device failed the flow accuracy test during testing. There was no patient involved and there was no harm. No additional information is available at this time.